Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during a running test during inspection the cardiosave intra-aortic balloon pump (iabp) system overheating occurred. There was no patient involved reported.

Manufacturer narrative:
Updated field- b4, g3, g6, h2, h11 corrected field- h6 component codes.

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
Updated fields- b4, d8, d9, e1(initial reporter), g1 (contact person ¿ mfg site), g3, g6, h2, h3, h6(medical device ¿ problem code, type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit and states system overheating, poor response of the touch panel regarding the system overheating phenomenon, it was not reproduced in long-term running tests, but deterioration of the scroll compressor was observed, which may have been the cause of this phenomenon. Therefore, the scroll compressor repair parts were replaced. The problem was not reproduced in a second running test, and the operation was good. In addition, a new issue of poor response of the touch panel was confirmed, so the touch screen repair parts were replaced. After replacement, the response improved and the results were good. All functional test completed. Returned the equipment to the customer safely.